Manufacturer narrative:
Midmark has made and recorded multiple attempts to the customer to verify the claim made. Multiple individuals were contacted on 02/23/2015 via telephone. No messages were returned. A message was again left on 03/10/2015 with the school of medicine office manager. The call was not returned. To date, midmark has not received a response beyond the initial report that was 3 years after the alleged incident.

Event description:
User claims the unit tilted when she was assisting a pt onto the unit. User claims injury. This incident occurred on (B)(6) 2012 at the (B)(6) school of medicine. Midmark was first notified of this event on 02/20/2015.